Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing dangerous low blood glucose when she gets up in the morning and has needed assistance to get herself back up. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 30 mg/dl. Customer's current blood glucose is 210 mg/dl. Customer has been experiencing low blood glucose on and off for about 6 months. Customer was admitted as an inpatient for medical treatment. Customer stated that she wasn't extremely low but she just wasn't feeling right. Customer stated that she was also experiencing a uti at the time. Customer stated that her doctor put her on zoloft recently and she saw that it could cause problems with her blood glucose so she was taken off the medication. Customer then went on an anxiety pill and opted to go off again. Customer reported that she has contacted her doctor about her low blood glucose. Customer was advised to monitor the pump.